Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at about 2atm after crossing the guidewire. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.